Event description:
It was reported that this patient's left shoulder was revised. Patient's reverse shoulder baseplate was too big and the patient was impinging on the coracoid so surgeon had to revise the baseplate to a small baseplate. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants devices: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-05 - eq rev locking screw (B)(6) 300-01-07 - equinoxe, humeral stem primary, press fit 7mm (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0 (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s impingement and subsequent revision to smaller components reported cannot be conclusively determined; however, it may be due to patient anatomy, implant positioning, and/or implant selection. Decreased range of motion and impingement of components are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.